Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the thumb advancer, failure to deploy the clip, and irregular appearance were confirmed based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age, age reported as in 60s. (B)(4). Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 5.5f sheath after a below the knee angioplasty procedure. Reportedly, the sheath of the starclose se device failed to split, became balled up and jammed the mechanism. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.